Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16211. The patient has two scs systems. It was reported, the patient was unable to charge either of his ipgs. One of the ipgs allegedly displayed a communication error message. The patient will meet with his physician to discuss the next course of action.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.